Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign material in the nozzle could not be identified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material in the nozzle was not established at this time. The occurrence of the reported problem can be prevented by adhering to the IFU which states the following: IFU states detection methods in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states preventive measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the angular water tightness decreased while using the gastrointestinal videoscope. The device was returned for evaluation. During the device evaluation, the foreign material came out of nozzle was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found nozzle had foreign objects, no electrical continuity due to corrosion on distal end, bending angle in the up direction and the play of the upward/downward angulation control knob did not meet the standard value due to wear of angle wire, bending section cover had a scratch, adhesive on the bending section cover and adhesive around the objective lens had a white clouded area, switch one had a cut, light guide lens had a crack, adhesive around light guide lens was peeled, connecting tube had a dent, scratch, and wrinkle, water detection sticker 1c dots are smudged and connected, protector of universal cord on the suction connector side had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.